Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the newly implanted crt-d puffed out near the stitches and causing pain then the patient also developed a cough. No adverse patient effects were reported. The crt-d remains implanted.